Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined, as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that following implantation of an intraocular lens (iol) the haptics did not fully expand and make contact with the capsular bag. The lens was essentially free spinning in the eye. Additional information was requested.